Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Due to this the system was reprogramed from the secondary vector to the alternative vector. However, recently it was observed that t-wave oversensing was being exhibited along with low amplitude. Troubleshooting of the system was requested. At this time, no programming change have been performed. This system remains in service. No adverse patient effects were reported.